Event description:
The customer reported that the system went down during a geoplastic operation.

Manufacturer narrative:
Conclusion: the customer reported that the system went down during a geoplastic operation. A field service engineer was dispatched to the site and found a defective fuse, which was replaced. Due to the unknown cause, we consider the fuse to have been defective, therefore, the problem is considered to be reportable, since basic system functionality is lost. However, from trending analysis, it is found that the replaced fuse has a stable replacement rate. There is no need for a mandatory field action.